Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was not reproduced. Eval confirmed the alarm through the event history log. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The downstream sensor and the downstream tubing guide were calibrated to correct this condition. See scanned page.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also report there was no pt involvement.